Manufacturer narrative:
During inspection and testing, in addition to the foreign material observed in the forceps elevator, service confirmed the customer's reported issue and found that the forceps elevator wire was cut. Service also found the bending angulation was out of specification due to wear of the angle wires. The connecting tube was wrinkled, and the coating was peeling. The charge-coupled device unit was damaged, resulting in black dots in the image. Several of the device components demonstrated scratches, dents, shaves, and discoloration, due to wear and the cleaning, disinfecting, and sterilization processes over time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technician at the user facility reported that when preparing the subject device for use during an unspecified procedure, it was found that the forceps elevator was not working. The device was not used for the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found there was foreign material in the forceps elevator. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: ·because of wire (identified as the "k-wire") breakage, the forceps elevator did not work and the cleaning of the forceps elevator was insufficient, which caused clogged foreign material. ·brushing method of forceps elevator by user was different from brushing method recommended in the instructions for use (IFU). ·staff of user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. The IFU (reprocessing manual) states that if cleaning, disinfection, and sterilization of the endoscope was insufficient, the scope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. The IFU (reprocessing manual) states details of the method of reprocessing of/around forceps elevator in manual cleaning: brush the forceps elevator. User can detect the suggested event because IFU (operating manual) states foreign material in forceps elevator at inspection prior to use in inspection of the endoscope. Furthermore, IFU states in returning the endoscope for repair to perform cleaning before return device for repair. Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus. Olympus will continue to monitor field performance for this device.